Event description:
It was reported that the implant (oss411) fractured at the shoulder. The implant had to be removed.

Manufacturer narrative:
The following information has been updated: patient's age, patient's gender, report type, outcomes attributed to adverse event, date of this report, event description, device brand name, device product code, device catalog number and lot number, device implant date, device explant date is unknown, date received by manufacturer, type of report, type of reportable event, follow-up type.

Manufacturer narrative:
The product was not returned for visual inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device remains implanted.

Event description:
It was reported that an unknown biomet implant fractured at the shoulder. The implant remains implanted.